Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/08/2015 with the following findings: a review of the black box showed evidence of loss of prime on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete investigation. Ezprime steps were successfully performed and the pump was exercised on a 24 hour duration test with no errors, alarms, or warnings occurring. The complaint of loss of primes could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was giving repeated ¿no prime¿ alarms. Reportedly, the battery was changed and the cartridge cap was changed, but the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.